Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the front panel display of the subject device blacked out, and an alarm sounded from the subject device, due to the front panel led lighting failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the front panel led, which might have occurred accidentally because approximately five years and three months had been passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that a part of the front panel display of the subject device disappeared. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.